Event description:
The customer reported on (B)(6) 2013 that she activated a new pod and wrote it over night. The next morning her blood glucose measured 400 mg/dl. Upon deactivation she noticed the cannula never came out of the pod. The user indicated she dropped the pod and the needle had deployed.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to deploy or to determine its root cause. Qualifications records were reviewed and the product lot met all acceptance criteria.